Event description:
In 2009, the pt reported experiencing unexplainable high blood glucose of 300-400 mg/dl since the day before. Her normal blood glucose range is 120-140 mg/dl. She injected 8 units of insulin and her blood glucose lowered to 60 mg/dl. She ate candy to elevate her readings. Troubleshooting did not reveal any product issues. She stated that she does have scar tissue where her infusion site is currently located. She was advised to avoid scar tissue. She disconnected from the infusion site and primed until insulin flowed from the end of the infusion tubing. She stated that she tested her blood glucose on 2 different blood glucose monitors and there is a 200 mg/dl variance. She was advised to contact the manufacturer. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Results: no product will be retuned for evaluation.